Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The proximal aortic diameter was 22 and angulation was 90 degrees in angulation. It was reported that the physician implanted the stent graft a few mm lower than intended. On final angiogram, a proximal type I endoleak was observed. The physician stated the event was related to the device. The patient was brought back in for a secondary intervention however, upon review of the CT scan, the endoleak had self-resolved. The physician looked at several different angles on the aorta and did not see any endoleak. No intervention was performed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (neck angulation greater than 60 degree).